Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an under infusion. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction under infusion could not be confirmed or reproduced and that this event is determined to not be a reportable event. The pump passed all flow rate testing and was found to be within specification. No related device malfunction could be identified. Test results: rate = 40 ml/hr, vtbi = 10 ml, delivery = 9.836 ml (-1.64%). Rate = 100 ml/hr, vtbi = 25 ml, delivery = 24.607 ml (-1.572%). Rate = 200 ml/hr, vtbi = 50m l, delivery = 49.688 ml (-0.624%). Rate = 400 ml/hr, vtbi = 100 ml, delivery = 97.608 ml (-2.392%). Rate = 800 ml/hr, vtbi = 200 ml, delivery = 195.355 ml (-2.3225%). Rate = 999 ml/hr, vtbi = 250 ml, delivery = 245.216 ml (-1.9136%). Manufacturer report number 1314492-2015-10111 can be removed from the FDA database.